Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device will be analyzed and this investigation will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted for normal battery depletion. The family of this patient is alleging that there is premature battery depletion. They are also concerned that a recent shock that the patient received may have caused the premature battery depletion. It has been confirmed that the device has experienced normal battery depletion and that the shock experienced was appropriate. The device has been explanted and will be returned for analysis. No additional adverse patient effects were reported.